Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that, the patient experienced low blood glucose level of 31 mg/dl on (B)(6) 2023.patient presented sysmptoms of unconciousness. The patient was taken to the emergency room and treated with honey glucagon. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5399339 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5399339 was manufactured according to the work instruction (wi) version 19 packaging, on 24/ago/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is able to self-manage using prescribed medication (e.g., drowsiness, drunken appearance, confusion, blurred vision, slurred speech, tingling lips, increased heart rate, reduced co-ordination,) and lot 5399339 and no other complaint has been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.